Event description:
Could not get rings to slide off the end, and when they did, they cut the tube in half. Rep, who called from the facility, is returning the items to maple grove. No harm to pt, the facility will be filing a medwatch report.

Manufacturer narrative:
Visual exam of the device, the distal end of the inner shaft is polished smooth, no signs of rough edges. Evidence of dried body fluid between the inner and outer shaft. Device appears used. Device was received in the #2 firing position. Reloaded bands onto the device and the device deployed the bands as designed, one at a time. Disassembled the device, evidence of trigger tube deformed by excessive force in the retraction of the inner shaft to deploy the bands. All other components assembled correctly and show no signs of misuse. Add'l lot number: 1430535.